Manufacturer narrative:
Patient city: (B)(6). Patient country: united kingdom h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom on 25/jul/2024, it was reported that the infusion set got leaked. Location of the leak was tubing. The infusion set had been used for less than expected time. Blood glucose (bg) was roughly 15mmol. Customer stated that the tubing did not come apart. Furthermore, customer stated pump was not dropped with set in place. No further information available.